Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced worsening pericardial effusion, a drop in blood pressure, and dizziness. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) and posterior wall isolation (pwi) procedure a farawave catheter was used. It was noted that the patient had a pericardial effusion prior to the procedure located at the posterior wall. The transseptal puncture was performed and then the catheter was used to perform pvi and pwi. The sheath was then placed into the left ventricle with the catheter in the sheath and guidewire out. A sheath exchanged was done for a non-boston scientific sheath with a biopsy forceps clip in the sheath. Several attempts were made to gather some tissue with the forceps for the biopsy. When enough tissue had been collected the sheath was pulled outside the patient, and the procedure was considered completed. Just after the procedure there were no signs that the effusion had grown and blood pressure remained normal and stable, as was the case during the procedure. About twenty to thirty minutes after the procedure when the patient was in the recovery unit the patient's blood pressure dropped a bit and the patient reported feeling dizzy. Echocardiography revealed that the pericardial effusion had grown. It was noted that the patient suffered from a "middle" drop in blood pressure and was quite hemodynamically resistant; the effusion and hypotension did not progress to the stage of cardiac tamponade. About 750cc of fluid was drained from the pericardium and the patient stabilized. Additional fluid was drained later, as the effusion did not resolve on its own. The patient underwent further surgery to resolve the pericardial effusion and fully recovered from it. The physician stated it was possible the biopsy forceps could have been misplaced once and made a small hole.